Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic legal received information regarding missing or broken retainer rings from the attorney of the family. The information received on (B)(6) 2022 stated the following, reporter alleged missing or broken retainer rings caused the customers to suffer personal injuries. In (B)(6) 2021, the customer was using a medtronic minimed 670g insulin pump. No harm requiring medical intervention was reported. The customer will continue use of the devise. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (B)(4) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly.

Event description:
Current case is for the alleged personal injury on (B)(6) 2021. Pumps are mmt-1780kpk/sn (B)(6), mmt-1780kpk/sn (B)(6), mmt-1780kl/sn (B)(6), mmt-1780kpk/sn (B)(6). Please see case (B)(4) for the (B)(6)2021 passing of customer.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b1,b5,h1 with this report.

Event description:
Updated summary: medtronic received a legal report where emergency medical services (ems) were dispatched and customer was taken to the emergency room on (B)(6), 2021 due to hypoglycemia. Ems took user's blood glucose and it was in the 40's mg/dl. Prior to the event the customer's girlfriend tried reaching the customer but the user did not answer so the girlfriend went to check up on user and found the user unresponsive (loss of consciousness) with snoring respirations. Girlfriend gave user honey then called emergency medical services. User was also given d50 (dextrose). User's mental status did not improve and user was distressed and put on a ventilator. User was in respiratory failure and in a hypoglycemic coma. User eventually passed away on (B)(6) 2021 due to severe encephalopathy and prolonged hypoglycemia. Retainer ring recall was mentioned. It is unknown if auto mode was in use. It is unknown if product is returning.